Event description:
On 11/4/85, rptr had bilateral augmentaiton mammoplasty. She has had serious pain and has been unable to breast feed her children. She now has severe body pain, muscle and joint bruising, and fatigue.